Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to issues with the vio integrated electro surgical generator unit (iesu). An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the iesu to resolve the issue. The system was tested and is ready for use. Intuitive surgical, inc. (Isi) received the iesu to perform failure analysis (fa) evaluation. Fa was able to confirm the customer reported complaint. The unit fuses were replaced with new fuses. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the erbe generator screen turned black. Prior to calling in, the caller performed a power cycle, but the unit's screen turned black again. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related issues. The tse instructed the caller to reseat the erbe generator power cord, but the issue remained. The tse also had the caller relocate the erbe power cord from the power strip to a wall outlet, but the issue remained. The tse recommended to use a force triad generator. The site chose to convert the case to an open surgical procedure.